Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulties were encountered and stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). A synergy stent was advanced but failed to cross the lesion. When the device was pulled back to the guide catheter, the guide catheter disengaged in the rca and was locked into the aorta. The stent delivery system (sds) kinked the distal edge of the guide catheter and the sds could not be pulled back though the guide catheter. The whole system was pulled out as one unit but when the guide catheter was pulled back into the sheath, the stent came off the delivery system . The stent was able to be retrieved and the procedure was completed with a different device. No patient complications were reported.